Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There was no stent on the sds. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall which verifies that the stent was crimped on the balloon prior to shipping. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A break in the hypotube shaft at approximately 480mm distal from the distal end of the strain relief was also noted during analysis. A visual and tactile examination of the outer and mid-shaft section found that the inner shaft polymer extrusion was bunched at approximately 35mm proximal to the distal end of the proximal markerband. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body by pulling it off from the wire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced through a 6f diagnostic catheter, however, the shaft broke. The physician attempted to use a non-bsc stent but device was unable to advance. The procedure was not completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Describe event or problem, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method codes, result codes and conclusion codes. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body by pulling it off from the wire.